Event description:
Device was implanted. On 4/19/96, the cylinders wer strightened . On 10/29/96 the cylinders were removed from the pt and replaced due to erosion -right cylinder, 2 dregree migration.